Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-06582. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 472 g/m vicryl non ce strength ¿ = 275 g/m vicryl ce strength ¿ = 2360 g/m all others. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a subcutaneous suturing procedure on (B)(6) 2022 and suture was used. The suture broke while using the product. The procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/30/2022 h3 investigational summary: one opened sample of product code vcp603h was returned to ethicon inc for analysis. Upon initial inspection of the sample, there is one packet, one winding former with one detached needle and suture were received. During the visual inspection of the sample, the swage and attachment area were not observed as expected; since, the hit of the stake was higher than usual, causing the hit of the stake comes across with the solid part of the needle. This condition caused the suture to be separated from the needle resulting in needle pull off. The event described could not be confirmed as the suture was not received breakage. The pullout has been correlated to the manufacturing process; according to the procedures is a class 1 defect. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-06582.